Manufacturer narrative:
The device was returned for evaluation. The cam ring has broken away from the epoxy on the outer sheath, preventing the sheath from advancing. Evidence of epoxy is present on the outer sheath. Disassembled correctly. There were no defects in material or workmanship detected.

Event description:
It was reported that the patient underwent a laparascopic assisted vaginal hysterectomy in 2003. During the procedure, the device cut without any problems for approximately 10 minutes, then the blade failed to retract. The device was removed from the patient and a second device was used to complete the procedure with no extension of surgery time, and no adverse patient outcome.